Event description:
The international customer reported the system will not power on. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.